Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's audiologist confirmed that vertigo has resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing severe vertigo following initial implant surgery. The recipient reportedly went to the emergency room. Medication (type unknown) was prescribed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's symptoms have reportedly improved since receiving medication. It is believed residual dizziness is reportedly attributed to the recipient's medication. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly experiencing vertigo again. The recipient was prescribed more medication. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.